Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Corrected information: d 9. Device available for evaluation? H 3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H 6. Investigation findings: c22 ¿ counterfeit product. H3 testing of actual/suspected device investigation summary: the product was returned to ethicon for evaluation. Two opened samples were received for analysis. The product code is 1903gb, lot 4932225. Upon visual inspection of the returned samples, it was found that a portion of both primary packets was completely trapped through the entire seal margin, compromising the sterile barrier of the packets. All the packaging information was verified within the ethicon system. The lot number and bar code were not recognized as genuine ethicon products. In further investigation, the lot number was reviewed with san lorenzo and neuchatel sites, and the lot number printed in the packages was not manufactured in the ethicon sites. This lot number appears to be a counterfeit issue. Based on the information available, the product is confirmed to be counterfeit due to the discrepancies found in the lot number and bar code. H3 testing of device from same lot/batch returned from user investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. The product code is 1903gb. Upon visual inspection of the returned sample, the pouch foil packet was examined, and no anomalies or issues in the seal area or the package was observed during the evaluation. The sample was open, and the folder was correctly placed on the pouch foil packet. The packaging information was verified within the ethicon system. The lot number and bar code were not recognized as genuine ethicon products. In further investigation, the lot number was reviewed with san lorenzo and neuchatel sites, and the lot number printed in the package was not manufactured in the ethicon sites. This lot number appears to be a counterfeit issue. Based on the information available, the product is confirmed to be counterfeit due to the discrepancies found in the lot number and bar code. Lot 4932225 is an invalid lot number, therefore no DHR review can be performed this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date after the product package was opened, the sterile absorbable hemostat inside remained stuck to the package. It did not fall out of the package. The product was not used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ video evaluation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm this issue didn't contribute to any patient adverse event. As a result of this incident, there was no problem in the surgery and the patient. Problems were seen in products opened before the operation. Video investigation summary : this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows an open package of a 1903gb product and apparently it could not be removed from the package. The video is not clear to determine the failure mode. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. In addition, the packaging information on the video was verified within ethicon system and the lot number and bar code were not recognized as a genuine product. Based on the information available in the video, the product is confirmed to be counterfeit due to the discrepancies found in the lot number and bar code. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.